Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to structures and tissues. It was reported that the patient underwent a gynecological procedure in order to treat incontinence and prolapse and mesh was implanted. Upon examination for surgery the patient was diagnosed with hypertension. It was reported that the patient underwent removal of 12 inches of small intestine on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.